Event description:
It was reported there were problems with the cine hard drive and a loss of cine function. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was reseated during the service call. The system was tested and found to be working as intended and put back into service.